Event description:
Reporter indicated a vns programming wand's "data received" light did not stay illuminated for more than 5 seconds despite installing a new 9-volt battery. The wand was not able to be used on pts; another wand was available for the reporter's use which was utilized instead. The suspect wand has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.